Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction: uger incontinence it was reported that  patient had the device removed on (B)(6) last week ((B)(6) 2026). Patient had a follow up yesterday, and everything was fine. Patient was experiencing chronic bladder infections and inflammation. They determined it was better to have the device taken out so patient could have MRI's. When the device was on they were going to the bathroom constantly and getting uti's constantly and in a lot of pain down there. They had adjusted it from one program to another, and no matter how they adjusted it they were still having pain and discomfort. After they left the stimulator off for several months, it seemed the pain had almost gone away. Patient contacted dr.  Who removed the stimulator and lead. The issue started several months after the implant. Patient turned the device off for 4 months and felt much better.